Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic. Upon interrogation of the pulse generator, noise was observed on the atrial channel which caused inappropriate auto mode switch episodes. The device was reprogrammed which resolved the issue. The patient was doing fine.